Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that sensation plus 40cc intra-aortic balloon (iab) was unable to fully advance the catheter through the sheath. It felt "stuck" like something was occluding the sheath. The cath lab team looked for occlusion and were not able to see anything. Balloon and sheath were explanted and another catheter was inserted with no issue. There was no injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a